Event description:
It was reported from (B)(6) that during a traumatological surgery on the distal radius, it was observed that the battery casing device stopped functioning completely; the device was utilized in tandem with a power drive device. According to the report, when drilling the bone, it was observed that the device stopped functioning. The reporter stated the device no longer functioned reliably. It was reported that changing the battery device did not solve the ¿technical problem¿. There was no significant delay to the surgical procedure as a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation.  Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed.  Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.